Event description:
A reporter contacted animas alleging that their device would not power on after replacing a battery. This issue is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that there was an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a power loss was not duplicated with the returned battery cap. The battery compartment was cracked below the grip pad. A pump reboot event was observed in the pump's black box on 8/10/2014. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.